Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. During visual inspection, scratched lcd window was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose level was 524mg/dl. The customer states they changed the site and treated, but do not trust the pump. The customer was advised the pump would be replaced and returned for analysis.